Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects in the grip, right/left (r/l knob), upward/downward angulation control knob (u/d knob), control section, switch box, scope connector case unit (sc-case unit), plug unit, jet tube (j-tube), c-cover, adhesive on bending section cover (a-rubber), connecting tube and universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.